Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the customer complained that on the c-mac monitor sometimes the image is frozen. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during the technical inspection by the manufacturer, the fault description provided by the customer image frozen, squares appear with hdmi was confirmed and further defects were identified. The customer's reported fault was caused by a defective processor board. The event is filed under internal karl storz complaint ID: (B)(4).